Event description:
It was reported the epg (external pulse generator) was dropped, and the display was damaged. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the display lens was broken. It was further noted that the upper case, lower case, side bail covers, ring cover and battery drawer were broken, the battery release, heart block, release spring, main printed circuit board and battery flex were contaminated, the lead flex cover was broken and contaminated, the battery contacts were compressed, the display was scratched and the side bails and ring were missing.